Event description:
The following was reported to hamilton medical ag: during ventilation on simv+ mode, the alarm sounded suddenly and the hospital staff noticed tf 443001, tf446029 and tf485001 were displayed. He or she replaced the c2 with another ventilator (hamilton-c1) right now. Therefore, the patient wasn't harmed. After that, the c2 was rebooted, and was started up properly.

Manufacturer narrative:
No information was received about the case, the device has not been returned for investigation either. Therefore, we establish the root cause of the problem. (B)(4).